Event description:
Boston scientific crm received information that the patient presented to the emergency room (ER) with a pleural effusion. Under echocardiography a pericardial effusion was confirmed due to a right atrial (ra) lead perforation. During the procedure, this right ventricular (rv) lead exhibited decreased sensing and impedance measurements and increased threshold measurements. The effusion was successfully drained, but no additional information was given regarding this rv lead.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Type of reportable event: sensing issues with unknown intervention.